Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l5 devices that were shipped to the site, lot numbers 32742, 32743, 32744, 32777, and 32866, were reviewed and no anomalies were found that are related to this complaint.

Event description:
The physician was treating a male patient with a history significant for coronary artery disease who presented with an acute stroke due to an m1/m2 occlusion. A merci retriever l5 was used during the procedure. Partial flow was restored to the patient but it was noted that some resistance was observed upon withdrawing the device and some clot was retrieved through a narrowed lumen in m1. The patient had a head CT scan immediately post-procedure which was negative for hemorrhage. Patient was brought to CT again on aug 2nd and blood was noted in one of the cisterns. Physician stated in dictated notes that he thought the cisternal blood was from the ica or mca arteries catheterized during the mechanical embolectomy. The patient is alive but still hospitalized.